Manufacturer narrative:
Customer was able to achieve expected results on provue when repeated the testing using well mixed patient red cells. The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion of a negative cells to a positive patient. No incorrect or erroneous results were reported as a result of this incident.

Event description:
Account reports that they received a negative results for a patient known to be a positive on the provue. Card visually looked negative for the d well. Patient in question was recently transfused with 2 units of a negative blood. Account then performed testing in manual gel using the same lot of cards and received 4+ mixed field results.